Event description:
On (B)(6) 2013, abbott point of care (apoc) was contacted by a customer who reports unexpected results on pt/inr cartridges compared to lab instrument on a (B)(6) male. Date time method pt/ inr (B)(6) 2013 0807 I-stat 45.3/4.0 (B)(6) 2013 0833 stago unk/ 3.2 based on the information available at the time there were no injuries associated with this event.

Manufacturer narrative:
(B)(4). An investigation was completed on (B)(4) 2013 and a deficiency was identified. (B)(4).